Event description:
On (B)(6) 2011, additional information was received when the physician reported that x-rays were taken and there was no evidence of a broken lead. He stated that they will not be sent to the manufacturer for review. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. Although surgery is likely, it has not yet occurred. When additional information is received, it will be reported.

Event description:
On (B)(6) 2011, a vns treating physician reported that the vns pt was programmed back on after being disabled since (B)(6) 2009, for headaches. After being turned back on to 0.25ma output, a system diagnostic test was run which revealed that the pt had high impedance with a dcdc code of 4. The pt had no response to the device being on and could not feel stimulation. The pt was again disabled and was referred for x-rays. Although surgery is likely, it has not yet occurred. The pt's programming history was reviewed and it revealed that the pt's last system diagnostic test prior to being disabled on (B)(6) 2009, was on (B)(6) 2009, which showed output = ok/lead impedance = ok/dcdc = 2/eri = no. A battery life calculation was performed which showed 1.87 years until eri = yes. Good faith attempts for add'l info from the physician have been to no avail thus far. When add'l info is received, it will be reported.

Manufacturer narrative:
Method: analysis of programming history. Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.